Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: vats lobectomy. According to the reporter: reload was fired over lung parenchyma. Buttress material was actually longer than stapled tissue line and excessive material was not cut away. After closing the patient, the surgeon found out that there was a leak. They immediately re-opened the patient and found out that the leak was at the end of the staple line on tissue. Surgeon described that the excessive buttress/staple line was rather stiff and may caused the leaked on the brittle tissue. Leak was closed and patient is doing fine meanwhile. There was extension of operating procedure by more than 30 minutes, and no blood loss. There was an extension of incision by more than 1 inch. There was no loss or damage to tissue..